Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report#1627487-2015-09011. It was reported surgical intervention was undertaken on (B)(6) 2015 due to excessive scar tissue. Reportedly, the physician removed scar tissue from the mid-back incision and closed the incision site shortly thereafter. Effective coverage was achieved postoperatively. The issue is resolved.